Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. After four days later, a bilateral leg venous duplex ultrasound showed deep vein thrombosis. After three years and nine months, a bilateral selective pulmonary arteriography showed that a large embolus blocked virtually all vessels to the lower lobe and the inferior aspect of the left upper lobe. There was a large right upper lobe embolus, which blocked and delayed flow to much of the right upper lobe. There was a large embolus extended into the right lower lobe pulmonary artery and the right middle lobe branches. Severe decrease in flow to the right lower lobe was noted as well as the right middle lobe. Thrombolytic therapy was initiated with a 2 mg bolus of tissue plasminogen activator (tpa) followed by infusion at 1 mg/hour. Fluoroscopy of the abdomen revealed continued good position of the inferior vena cava filter. Also, a computed tomography angiography (cta) chest with and without contrast showed filling defects in the bilateral pulmonary arteries consistent with pulmonary embolism. There was a moderate to severe clot burden. After two days a pulmonary arteriogram images showed that there was near occlusive pulmonary embolism to the right upper lobe pulmonary arteries. Non-occlusive pulmonary embolism was still seen in the right lower lobe pulmonary arteries. After five days, an ultrasound venous duplex bilateral lower extremity showed that the findings might reflect acute upon chronic deep vein thrombosis in the mid to distal left superficial femoral vein and popliteal vein. After one month, the patient presented with abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis with contrast showed that an inferior vena cava filter was noted in good position below the renal veins. After one year and ten months, the patient presented with right lower quadrant abdominal pain and possible right inguinal hernia. On the same day, a computed tomography (CT) pelvis with intravenous contrast showed that an inferior vena cava filter was partially imaged. The inferior-most aspect of filter was at inferior l3 level. The migration was unlikely. The filter tilt was unable to be accessed, since most of the inferior vena cava filter was not in images. There was a grade 2 perforation. After two years and nine months later, a computed tomography (CT) abdomen without intravenous contrast showed there was an inferior vena cava filter within the infrarenal inferior vena cava. The filter was tilted to the right superiorly, with the apex of the filter touched the wall of the inferior vena cava. The apex of the filter was located 2.9 cm below the level of the lower renal vein, which was the left renal vein. There was a strut extended superiorly to the left and perforated through the wall of the inferior vena cava into the retroperitoneal fat. Its tip abutted the proximal right renal artery, 10 mm beyond the wall of the inferior vena cava. There was a strut extended into the retroperitoneal fat anteriorly on the right, extended 2.4 cm beyond the wall of the inferior vena cava. There was a strut extended into the retroperitoneal fat on the left, protruded 6 mm beyond the wall of the inferior vena cava. There was a strut extended posteriorly on the right into the retroperitoneal fat by distance of 8 mm. There was a strut extended posteriorly and slightly to the left, abutted the inferior anterior l3 vertebral body, 10 mm beyond the wall of the inferior vena cava. There were no fractured struts. The previously described strut, that extended superiorly, was bent. There was no retroperitoneal hematoma. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava, material deformation and filter tilt. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post filter implant. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately three years and ten months post filter implantation, the patient was admitted with chronic back pain, chest pain and massive pulmonary embolism. The patient had a pulmonary angiogram on the same day and was found to have large volume pulmonary embolus extended into the right lower lobe pulmonary artery and the right middle lobe branches. However, because this was the second time that the patient had a pulmonary embolism and deep vein thrombosis, it was clear that the patient's pulmonary embolus developed was new as he already had an inferior vena cava filter. A computed tomography angiography of chest was performed on the same day and the study showed filling defects in the bilateral pulmonary arteries consistent with pulmonary embolism. Around, one month and a computed tomography of abdomen and pelvis was performed for abdominal pain and right groin swelling. The study showed an inferior vena cava filter was noted in good position below the renal veins. Around, one year and ten months later, a computed tomography of pelvis was performed for abdominal pain with possible right hernia. The study showed an inferior vena cava filter was partially imaged. Around, two years and nine months later, a computed tomography of abdomen and pelvis was performed for unspecified injury of the inferior vena cava and evaluation of inferior vena cava filter. The study showed that there was an inferior vena cava filter with in the infra renal inferior vena cava and the filter was tilted to the right superiorly with the apex of the filter touched the wall of the inferior vena cava. Also, the apex of the filter was located 2.9 cm below the level of the lower renal vein which was the left renal vein. The study also showed that there was a strut extended superiorly and to the left and perforated through the wall of the inferior vena cava, into the retroperitoneal fat with its tip abutted the proximal right renal artery, 10 mm beyond the wall of the inferior vena cava. Also, there was a strut extended into the retroperitoneal fat anteriorly on the right, extended 2.4 cm beyond the wall of the inferior vena cava. There was strand extended into the retroperitoneal fat on the left protruding 6 mm beyond the wall of the inferior vena cava. Also, there was a strut extended posteriorly on the right into the retroperitoneal fat by distance of 8 mm. There was a strut extended posteriorly and slightly to the left, abutted the inferior anterior l3 vertebral body, 10 mm beyond the wall of the inferior vena cava. Also, the previously described strut extended superiorly was bent. No fractured struts were identified. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava, material deformation and filter tilt. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post filter implant. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged perforation of the ivc and pulmonary embolism, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced a pulmonary embolism post filter implant. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: d4 (product catalog number), h6 (method, result and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post filter implant. The current status of the patient is unknown.